Manufacturer narrative:
Concomitant medical products: t505u223 tissue valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals and a sensing integrity warning. The lead remains in use. No patient complications have been reported as a result of this event.